Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. It was reported that the patient has rheumatoid arthritis and is taking vicodin and an unspecified antibiotic. Certain medications or health conditions may affect the action of oral anticoagulants and impact the performance of the assay. Although potential patient sample interferences were identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2 - 3. On (B)(6) 2016, inratio inr = 1.9; lab inr = 5.4 two hours between tests. No reported adverse patient sequela.